Event description:
It was reported that the energy test was carried out at 200j, a reading of 188.4j was obtained. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
The fse evaluated the device and found the issue. The fse confirmed the cause of the device not reading the proper energy was due to the defibrillator capacitor assembly being defective. The bench repair technician replaced the defibrillator capacitor assembly. The device passed all performance assurance tests and was returned to the customer.